Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a clinical procedure was performed when the issue happened, and procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that system unable to perform exposures. After reviewing log file, fse found that there is malfunction in frontal ip-pc for disk bay. As part of the troubleshooting process, the field service engineer (fse) upgraded the system to new version. However, the problem persisted. The fse determined that the root cause of the issue was defective hard disk drives (hdds). The result of failure analysis for could determine by the supplier part analysis and the failure caused by outdated model gpus. To resolve the issue fse replaced the ippc hdds, downloaded board software. After replacement of ippc hdds, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.